Event description:
It was reported by the sales rep that during a lap hysterectomy procedure, after approximately 1 hour into the procedure, the device resulted in a generator error code of 5 for instrument. The scrub nurse stated that she wiped the jaws of the instrument and tried to clean them out with sterile solution. She also reattached the disposable to the handpiece and retorqued the instrument. The generator continued to give the same error code. She opened up a new disposable device and it worked fine. The surgeon finished the procedure with a new product of the same code. There was no impact to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lock out" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."